Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using the returned accessories without duplicating the report. The multifunction cable and CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.